Manufacturer narrative:
The device has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
A broken and leaking dacapo powerpack has been received at service _ repair. Neither user contact to electrolytic fluid nor injuries were reported.

Manufacturer narrative:
Conclusion: the returned device was visually inspected upon arrival. A mechanically damaged housing was observed. The observed damage did not allow electrical testing to be conducted. The damage to the battery housing was clearly the reason for the malfunction of the device returned by the end-user. It is very likely, that bulging of the housing caused the observed damage and indicates that the device was not refreshed/used for a long period of time. However, no bulging could be observed. It is assumed that due to the broken housing, the pressure from the inside could escape and the deformation decreased. This is a final report.

Event description:
Three broken and leaking dacapo powerpacks (sn (B)(6)) from the same user were received at service _ repair. Neither user contact to electrolytic fluid nor injuries were reported. This report is for sn (B)(6).